Manufacturer narrative:
Company representative evaluated the system. Corrections included reseating a cable on the heater board on the breath system. System was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the as3000 anesthesia delivery system, which may have affected anesthesia delivery. No patient injury was reported.